Manufacturer narrative:
B3 - date of event: the event date was approximated to 12/02/2024 based on the date that boston scientific became aware of the event. E1 - initial reporter phone number: (B)(6). Device analysis: the device was examined microscopically and revealed the couplers were bent with the coil separated from the coupler. The coupler deployed successfully during a functional test. The coil was severely stretched from approximately 1cm from the distal tip. The product analysis could not confirm the reported failure to advance through a microcatheter.

Event description:
Reportable based off device analysis completed on 23jan2025. An embold fibered 3x6 was selected for use. During advancement, it was reported that the coil was unable to advance through the microcatheter. The coil was irrigated, removed, and advancement was attempted once again, but was unsuccessful. The device was removed from the patient and another coil was used to complete the procedure. There were no reported patient complications. However, device analysis revealed the coupler was detached.